Manufacturer narrative:
(B)(4). Eval: method (other): lens work order search. Results (other): visual inspection of the returned product found the optic and haptics are torn. One haptic is torn off and missing. Lens returned in vial and in liquid. A lens work order search was performed and one similar complaint was found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated, the surgeon inserted a cc4204a collamer aspheric single plate lens. Lens broke upon insertion. Lens was not implanted. No further info was available.